Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose levels for the past week reaching 260 mg/dl. Customer stated that their health care professional recommended a setting adjustment that was not saved into the pump. Customer delivered a bolus to stabilize blood glucose levels. Reportedly, customer is working with their health care professional on their diabetes management.